Event description:
The pump was sent for use on a patient at facility. Pump failed to power on despite operation attempts on battery and also while plugged into outlet. Pump failure confirmed upon receipt of pump back to company. Prior to pump delivery, pump passed operational function test per manufacturer protocol. Resulted in a break in therapy for the patient for 2 days.